Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor did not detect her low blood glucose level of 34 mg/dl. The customer was in the hospital. Her doctor stated that she had a seizure and it was possible that her blood glucose was still dropping. The insulin pump alarmed lost sensor. The customer's sensor was reading that her blood glucose level was high when it was low. The device was not returned.